Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-03003; related manufacturer reference number: 1627487-2020-23230. It was reported the patient had a hole at the ipg pocket site and the ipg was exposed. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the ipg and extensions were explanted. Replacement may occur at a later date after patient recover. Patient is sable.